Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose was 80 mg/dl. Troubleshooting with tandem technical support was performed. The customer reported that the pump would be used to continue insulin therapy.